Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while changing the reservoir. The customer's blood glucose reading was 83 mg/dl at the time of incident. The customer was advised to disconnect and reconnect tubing and reservoir but insulin did not exit the tubing on 2 occasions. The customer tried with a third reservoir and insulin exited the tubing. Troubleshooting advised that no delivery was most likely the result of an occlusion. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.